Manufacturer narrative:
D4 - primary UDI number and h4 - device MFR date: correction. H6. Codes: updated. Device evaluation: the customer reported pump displayed downstream occlusion alarm. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that during setup the pump displayed downstream occlusion alarm. Three registered nurses assessed the line and checked for blood return but were unable to resolve the issue. The patient was then switched to a different pump. The medication was infused at rate of 3.4 ml per hour. The remaining volume was 157 ml, and volume given was 0 ml. There was patient involvement and no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.